Manufacturer narrative:
Additional information received on 09/28/2015. Cause of death attributed to profound right ventricular (rv) failure. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction and death. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of log files which revealed high watt alarms and power consumption above the normal operating range. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing due to a power shift during the post explant wet test. However, an internal investigation has demonstrated that there is no correlation between this deviation and complaints. The pump passed dimensional verification but failed visual examination due to the mild to moderate scoring marks observed on the lower housing ceramic surface and on the matching inferior surface of the impeller. These mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015: log dates through (B)(6) 2015. Power consumption above normal operating range. Additional notes: 2 high watt alarms logged on (B)(6) 2015. Two vad disconnect alarms logged on (B)(6) 2015. Log file analysis review date: (B)(6) 2015: log dates through (B)(6) 2015: power consumption above normal operating range. Additional notes: 5 high watt alarms logged since (B)(6) 2015. Three vad disconnect alarms logged on (B)(6) 2015. Log file analysis review date: (B)(6) 2015: log dates through(B)(6) 2015: normal power consumption. Additional notes: 3 power disconnect alarms logged on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient "required inpatient admission and IV anticoagulants". "Patient was admitted with high watt alarms which were confirmed by log files". "Currently on IV heparin without any change in ldh or watts". "Plan is to add integrilin gtt and if no improvement will perform pump exchange". Patient was taken to operating room for pump exchange on (B)(6) 2015, "patient expired in the operating room". Surgeon states that "death was not directly pump related". It was stated by site that "peripherals will be disposed of" and original pump will be returned". No additional information provided. Investigation is ongoing.